Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 280 mg/dl. The customer was treated with insulin shot. The customer was asked if any significant events leading to the alarm and said no. The troubleshooting was performed. The customer was advised to return the insulin pump with the battery and zero out basal rates. The patient was advised to discontinue the use of insulin pump and revert to back up plan per health care provider instructions. The customer was advised that will replaced the insulin pump.